Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was a broken lid/cap. The following information was provided by the initial reporter. The customer stated: "there is about 1-mm hole on the rubber part (in which the needle was supposed to be inserted) was found during the check before use."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was a broken lid/cap. The following information was provided by the initial reporter. The customer stated: "there is about 1-mm hole on the rubber part (in which the needle was supposed to be inserted) was found during the check before use."

Manufacturer narrative:
D tab updated: samples returned on 03/12/2023. H tab updated: device return to manuf? Device eval by manufacturer? Were both changed to "yes." H.6 investigation summary: "material #: 367528. Lot/batch #: 2153666. Bd received one (1) sample and five (5) photos for investigation. The sample and photos were reviewed and the indicated failure mode for cracked stopper was observed. Additionally, twenty (20) retention samples from bd inventory, were evaluated by visual examination and the issue of cracked stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of cracked stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."